Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep the trocar was leaking from the start just like the one he used before (ted12). It's impossible to pump it up (one can just pump it 6-7 times, and the balloon is getting smaller.) The leakage is located where the sleeve and the balloon go together. Used another trocar to complete case (origin). There was no consequence to the pt.